Event description:
It was reported that when the product was opened to be used, it appeared broken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of of a leak is confirmed but the exact cause remains unknown. Three photo samples and a video were provided for evaluation. The first photo shows an opened 5 fr tl powerpicc catheter kit. The product label indicates lot: reer3479. The second image shows a complaint report slip containing product information which corresponds to the picture of the kit. The third photo shows a catheter within the kit tray. Orange/red colored residue is visible on the extension tubing. The device could not be clearly observed from the image provided. The video sample showed the catheter outside of patient use. A saline syringe is attached to the grey hub lumen and a clear fluid is being infused. Fluid appears to be leaking near the 7 cm depth marker. The damage or split in the catheter cannot be clearly observed or inspected from the video. Based on the description of the reported event, possilbe contributing factors include damage during handling, damage prior to kit packaging, and sharp instrument damage. Since a leak was observed on the video sample provided, the complaint is confirmed but the exact cause could not be determined.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer3479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the product was opened to be used, it appeared broken.